Event description:
Boston scientific received information that the following physician for the patient with this device witnessed no pacing in the atrium intermittently. A surface electrocardiogram recorded an eight to ten second period of no pacing in the atrium. Of note, the patient has chronic atrial fibrillation and had recently developed atrial standstill. Boston scientific technical services (ts) discussed that due to the patient's conditions and the way the device was programmed, it would have been possible to see the reported clinical observations. The physician reprogrammed the device to prevent further issue with pacing in the atrium. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.